Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty diode on the pim board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was leaking internally. No further information was available. Complainant did not indicate that there was any patient involvement in the reported malfunction.